Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the patient¿s driveline could not be confirmed through this evaluation as no photos depicting the damage were provided. The hmii lvas IFU and patient handbook explain that all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also outlines the indications of driveline damage, as well as how to respond to such events. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had a history of applying rescue tape to their driveline. The event date is unknown and has been estimated.